Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra2 meter displayed a battery indicator symbol. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012 at 12pm. The patient manages his diabetes with oral medications (type/ amount not specified). It is not known if the patient made changes to his usual diabetes management routine. About 11 hours after the start of the alleged issue, the patient claims he had a symptom of frequent urination. The patient reportedly was taking more food and/ or drink that same evening. At the time of troubleshooting, the cca noted there was no indication of misuse. The batteries in the subject meter needed to be replaced. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.